Manufacturer narrative:
Additional manufacturer narrative: device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The reported issue was resolved by replacing the substrate nozzle. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7: error messages and flags states the following: [3021] leak sensor s701 detected is generated when leak sensor s701 detected is activated. Action: the operator is instructed to contact their local service department. The most probable cause of the reported event was due to damaged dispenser tubing (substrate nozzle).

Event description:
A customer reported getting error message "3021 leak sensor s701 detected" on the aia-360 instrument. Customer stated leak was detected in the substrate dispenser. A distributor engineer was dispatched to address the reported event, which resulted in a delay of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.